Event description:
The physician used the dermatome two times and could not achieve a good graft. The graft was repairable but was badly torn. The physician tried different blades and settings with no resolution. The physician had to borrow a dermatome from another hospital and use a different site to retrieve the correct graft.